Manufacturer narrative:
This supplemental report is being submitted to provide additional and corrected information. Olympus medical systems corp. (Omsc) was got the updated information about the initial report of #8010047-2021-13737 as follows; it was found at olympus india evaluation, -it was confirmed the reported phenomenon which the front panel buttons of the subject device were not worked due to the cp board failure. Its failure also made no light on the display. -after changing the cp board, it was found all lights on the front panel of the subject device lit at the same time due to the dp board failure. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be specified. However based on the report of olympus india, omsc presumed there was the possibility these phenomena were attributed to the following causes for each; [the front panel buttons of the subject device were not worked] from the following facts obtained in the investigation at olympus india, it was presumed that the reported phenomenon caused by the cp board failure, but it did not lead to the identification up to the factor in which the cp board failure occurred. -olympus india confirmed that the switch on the front panel did not work due to the cp board failure. -as a result of checking the manufacturing history (DHR), there were no manufacturing abnormalities or corrections. [All lights on the front panel of the subject device lit at the same time] from the following facts obtained in the investigation at olympus india, it was presumed that the reported phenomenon caused by the dp board failure, but it did not lead to the identification up to the factor in which the dp board failure occurred. -olympus india confirmed that the light of all the front panels was turned on due to the dp board failure. -as a result of checking the manufacturing history (DHR), there were no manufacturing abnormalities or corrections. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device and found the reported phenomenon. The subject device is currently undergoing evaluation at olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the receipt inspection at olympus (B)(4), it was found the front panel buttons of the subject device did not work. There was no report of patient injury associated with the event.